Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device jaws stuck together. The surgeon had to push the firing trigger to open. There were no patient consequences. Case completed with same device.